Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. Unable to verify no delivery alarm due to motor error alarm. The device was received with minor scratched display window, cracked display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker and missing address/serial number label.

Event description:
Customer's mother reported that customer's insulin pump had a no delivery alarm and a motor error alarm. Customer was rewinding the insulin pump when the motor error occurred. Customer's blood glucose is 126 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.